Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils, lantern delivery microcatheter (lantern) and a guidewire (0.35). During the procedure, the physician placed four pushable coils in the target location. Next, while attempting to implant a pod8, the pod8 became stuck after advancing half way out of the lantern and, consequently, the physician kinked the pod8. Then the physician attempted to retract the pod8; however, the pod8 unintentionally detached. Subsequently, the pod8 was removed using a guidewire. The procedure was completed using new pod8 and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section has been corrected: 1. Section b. Box 5. Describe event or problem. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to a serious injury or death. Therefore, this is not considered a reportable event. Evaluation of the returned pod8 confirmed kinks on the pusher assembly. If the device is manipulated or advanced against resistance, damage such as this may occur. Further evaluation of the device revealed offset coil winds. This damage was likely incidental to the complaint and may have occurred due to the embolization coil returning outside of the protective introducer sheath. The root cause of the resistance experienced during the procedure could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils, lantern delivery microcatheter (lantern) and a guidewire (0.35). During the procedure, the physician placed four pushable coils in the target location. Next, while attempting to implant a pod8, the pod8 became stuck after advancing halfway out of the lantern and, consequently, the physician kinked the pod8. Therefore, the pod8 was removed from the patient. The procedure was completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.